Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2013-00396 and 1627487-2013-00405. It was reported the pt (B)(6) lost stimulation for 10 days. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken for further interrogation. During the procedure, it was noted the pt's ipg was depleted. As such, the device was explanted and replaced. The pt's extension was also explanted. Impedance readings were reportedly normal following the procedure. Only the explanted extension was returned to the manufacturer.